Event description:
It was reported that during the implant procedure, the physician was unable to tighten down the set screw on the implantable neurostimulator (ins). He felt the screw was either stripped or was "missing". A new ins was then used, which worked "perfect", to finish the implant procedure. There were no patient symptoms or injuries associated with the event. If additional information is received, a follow up report will be sent

Event description:
(B)(6) 2012 mpxr from rep: dr. Was unable to tighten set screw on the neurostimulator. He state that it was either stripped or missing. We utilized another neurostimulator and it worked perfect. Symptoms/complications: there were no patient symptoms/injuries related to this event. Patient status at time of this report alive: no injury/no adverse event (B)(6) 2012: mpxr return paper - no info.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis showed that the neurostimulator's #0 connector block was not completely seated in the neurostimulator port, causing the setscrew to be misaligned with the grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).